Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. The alarms were confirmed during a review of the event history log. Evaluation found the cause to be a dislodged component on the processor printed circuit board (pcb). The processor pcb was replaced. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The date of event on the initial manufacturer report was incorrect and has been updated per new information received with the pump.